Manufacturer narrative:
The investigation into the low pump flow, thrombus, major access site bleeding, and pump stop has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the low pump flow and the pump stop was biomaterial, the root cause of the thrombus was patient condition related, however the root cause of the major access site bleeding was not determined since product was not returned.

Event description:
A 64-year-old male enrolled in stemi dtu trial presented as st elevated myocardial infarction. During support the impella displayed suction alarms coinciding with the presence of a thrombus in the left ventricle. Additionally, new information information was received on 11-jul-2023 regarding a retroperitoneal hematoma that formed prompting intervention in the form of packed red blood cell delivery, platelet delivery, which resolved after replacing the pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be file.